Event description:
It was reported that the user experienced repeated failures with a new plastic-cannula infusion set and applicator, resulting in lack of insulin delivery overnight despite the pump indicating delivery; difficulty operating the round applicator led to bent or retracted cannulas and an improperly attached connector until guided troubleshooting corrected the procedure. Symptoms included hyperglycemia, with blood glucose reported at 354 and then trending down after corrective actions. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method involving the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Insulin delivery resumed after proper deployment and fill-cannula steps were completed.